Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged cosmetic damage, corrosion in the battery compartment and damage battery cap, high bg event. Device received with a blank display. Cut and open the pump found corroded battery tube, moisture damage on the internal battery connector, pcb1 during visual inspection. Perform brush cleaning with the isopropyl alcohol the electronic assembly. Installed electronics in original case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the device still blank display noted. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the unit still blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the unit display properly and no blank display noted. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, sleep current measurement, active current measurement, and self-tests due to the blank display. Device had scratched case. Device p-cap or test reservoir locks in place properly and no anomaly noted. Unable to confirm battery cap damage due to battery cap not come with device. In conclusion, the device received blank display due to corroded battery tube and pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl. The customer's current blood glucose was 232 mg/dl. The customer did not experience any symptoms such as a result of high blood. The customer was treated by bolus with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature system had not used during the time of event. Customer stated there was corrosion in battery compartment and damaged battery cap. The insulin pump will be returned for analysis.